Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with a myocardial infarction (mi). The index procedure treated the 70% stenosed, 3.0x12mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified balloon, the placement of a 2.75x16mm taxus express2 study stent and post dilation with an unspecified balloon resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In 2009, the patient presented with intermittent chest pain radiating to the left shoulder and shortness of breath that worsened with activity. There were no electrocardiogram changes. Cardiac enzymes were not consistent with the protocol definition of a mi. However, the adjudication results listed "yes" that a spontaneous non q-wave mi occurred, and listed the event relation to the device as "unknown". Medical management was recommended and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.